Event description:
The rptr stated that in june 1999 she did a meter to lab comparison test. The tests were done within 10 mins of each other at the lab. Her meter test (capillary) result was 92 mg/dl, and the lab test (venous draw) result was 116 mg/dl. (She was not having any symptoms.) A control test was not done, since the rptr did not have any control solution available at the present time. (She stated that a control test done at the time of the test was in range, but did not give specific numbers.)

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8